Event description:
It was reported to boston scientific corporation (bsc) that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, the patient was originally examined for post-hysterectomy vaginal wall prolapse with a grade 1 cystocele. The uphold vaginal support system was then implanted, and no complications were encountered during the procedure. Following this procedure, the patient complained of back spasms and buttocks pain which persisted for 1-2 months. The patient also complained of some pelvic discomfort following the procedure, which the physician continued to monitor. On (B)(6) 2012, the physician performed a posterior repair for a rectocele and an enterocele. No bsc products were used during this procedure. He last saw the patient approximately two weeks prior to (B)(6) 2013, at which time the patient reported being happy with the previous procedure and had no further complaints. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.